Manufacturer narrative:
The device was returned to zoll and the malfunction was duplicated. The malfunction was attributed to a loose screw behind the device's display. The screw was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up with a blue/blank display. Complainant indicated that there was no patient involvement in the reported malfunction.